Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 393 mg/dl at the time of the incident, blood glucose was 400 mg/dl. Treated with insulin pump. Received calibration error and change sensor followed by another calibration error. Declined further troubleshoot for high blood glucose. Customer will return device for analysis.